Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the package was opened, it was found that although it should be needle of single-armed suture, it was a needle of double-armed suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was received: lot number : unk : rkmdmx. H3 investigational summary: one opened sample of product code z464h was returned to ethicon for analysis. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, an extra needle/suture combination of the same product code was observed in the winding former. The product code should contain a strand single-armed. Based on the information currently available, the extra needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.